Event description:
The customer reported that there was a plumbing problem and the siemens clinitek status+ got wet and then started smoking. There was no reported injury to any patients and staff associated with this issue.